Event description:
It was reported that the blade broke during a knee procedure when using the jig. There was no patient injury reported.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation reviewed and all specifications were met.